Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported by the customer, during reprocessing of a scope, the device channel brush fell off and remained in the scope. Using another device of the same model number, the fallen brush part was recovered from the scope. No health hazard occurred for anyone due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was evaluated, and the reported fracture was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A scanning electron microscope (sem) was used to analyze the broken surface of the wire. The sem analysis revealed the following: the trace of a fatigue fracture and a ductile fracture was confirmed in the strands. A fatigue fracture started from the periphery of the wire causing cracks. The progressed cracks reduced the strength of the material. As a result, a ductile fracture occurred. A force was applied to the wire by bending only in one direction, instead of bending it up and down repeatedly. The reported incident was also reproduced after replicating the steps below (1-4) that were taken by the end user. The reported breakage/fracture was reproduced at step (4) after the wire was bent and stretched seven times. 1. The brush was inserted into/ withdrawn from the suction channel of the endoscope. (Repeatedly 3 times) 2. The brush was slowly pulled out of the endoscope opening with the shaft being straight against the insertion direction 3. The shaft of the brush was withdrawn diagonally with great force (vigorously) from the endoscope in the direction of the endoscope opening. 4. The brush section was repeatedly bent and stretched with fingers. The following factors were thought to have caused the reported issue: a) multiple endoscopes were cleaned by one cleaning brush. B) a bending force more times than usual was applied to the wire of the brush. C) the wire of the brush broke due to fatigue. This caused cracks in the wire. D) the brush was inserted into/ withdrawn from the endoscope. This applied further bending force to the wire. E) the wire broke from the cracks. The reported event can be detected/prevented by following the instructions for use (IFU) which state: ¿after using, carefully check that no parts of the brush have fallen off inside the endoscope's suction channel. If this inspection determines that a part or parts of the brush have come off during cleaning, immediately retrieve them by passing a new instrument or other endotherapy accessory through the channel. Any part of the brush remaining in the channel after cleaning can drop into the patient's body during a subsequent procedure. Depending on the location of a detached part, it may not be recoverable by passing a new instrument or other endotherapy accessory through the endoscope's suction channel. In this case, contact olympus. Clean only one endoscope with this instrument and discard the brush immediately after use. Otherwise, the cleaning effectiveness of the instrument may be impaired, equipment damage and/or infection of the patient and/or operator may occur. Do not withdraw the instrument quickly from the equipment being cleaned. Doing so may cause operator's infection or irritation from the splashes of patient blood/mucus and detergent solution. Exchange this instrument for new one if the brush head is deformed (see figure 4) or the shaft is kinked or deformed (see figure 5). Using a damaged instrument may cause the shaft to be broken, and the broken shaft and/or brush head may remain inside the endoscope¿s channel. Do not withdraw this instrument from the openings of the endoscope at an extreme angle against the insertion direction or with excessive force (see figure 6). Withdraw this instrument slowly with the shaft straight against the insertion direction of the openings of the endoscope (see figure 7,8). Withdrawing the shaft at extreme angel may cause the shaft to be broken and the broken shaft and/or brush head may remain inside the endoscope¿s channel. After withdrawing this instrument from the endoscope, check that there are no abnormities of the brush. This instrument is intended for single use. Do not attempt to use this instrument to clean multiple endoscopes.¿ olympus will continue to monitor field performance for this device.